Event description:
I am reporting to you that on (B)(6)2010, I had inguinal hernia surgery and a mesh plug and more mesh, as well as dissolvable staples were used according to the surgeon, dr. (B)(6). I was in severe pain immediately after the surgery, and developed a 3.7 x 0.8 hematoma. I had to go to the e.r. Twice! I am not sure of the brand name of the mesh, so I am going to contact the surgeon and find out, -hopefully he will send me that info-. I can then let you know. I will wanted to let you know of my continuing pain, not as bad as two months ago, but it has limited my ability to do what I use to do. It hurts to bend over, to go from lying flat to sitting up, also very tender. Diagnosis or reason for use: inguinal hernia.